Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced pain and a decrease in performance after a head injury at the site of the implant. The results of an integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, while dialing the first device into the green, the device lost tension. The surgeon fired the device, however, did not hear a crunch; the device cut and the staples did not form. The second device was dialed into the green and tension was lost. The surgeon fired the device; there was no crunch, and the device cut, however, staples did not form. The proximal donut was not complete after both devices were fired. Another hospital had to be called for another device to complete the procedure since the account did not have any more devices in supply. The procedure was prolonged by 45 minutes. No adverse consequences reported.

Event description:
Customer received two cases of needles that the packages were unsealed. (4 needles in each case).

Manufacturer narrative:
Per the patients's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery. (B) (4).